Event description:
Information received with return of the device does not address the patient's clinical status but notes >2000 ohms lead impedance. The lead tested normal via an analyzer. Therefore, the pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received